Manufacturer narrative:
Since the literature described "sonosurg",olympus selected "t3905" as a representative product. Once the investigation has been completed, a supplemental report will be submitted with the device evalaution results.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "mo36-1 a case of single hole laparoscopic window opening for giant hepatic cyst with intraoperative prevention of bile leak by combined use of icg fluorescence."     ¿literature summary¿ the patient is an 84-year-old man. He was referred to our department after an abdominal CT scan revealed an 18.7 cm diameter liver cyst in the s2 of the liver. On physical examination at the time of admission, a huge abdominal bulge with mobility was seen in the left upper abdomen. The diagnosis of a symptomatic giant simple hepatic cyst was made, and a single hole laparoscopic window opening was performed. The laparoscope was an olympus visera elite ii with ir mode after intravenous icg. First, the liver cyst was punctured with a sand balloon, and after aspirating the fluid (1900 ml), the cyst wall with poor fluorescence was dissected with sonosurg while using ir mode. After cauterizing the cyst wall, the cyst wall was observed again with ir mode, and a small amount of icg was found leaking from the dissected edge of the cyst wall. We considered it to be a bile scar and clipped the same area, after which the surgery was completed. The operation took 1 hour and 41 minutes, and there was only a small amount of bleeding. The patient developed aspiration pneumonia postoperatively, but was discharged on the 12th postoperative day without serious intra-abdominal complications such as bile scar. Bile scar is one of the serious complications of hepatic cyst opacification. In this report, we describe a case of a single hole laparoscopic window opening for a giant hepatic cyst, in which a small bile duct collapse was detected intraoperatively with the use of icg fluorescence, preventing bile duct scarring before it occurred.     ¿type of adverse events/number of patients¿ event 1:a small amount of icg leakage was observed from the excision margin of the cyst wall (biliary fistula) - 1 patient event 2:aspiration pneumonia - 1 patient

Event description:
Additional information obtained from the author confirms the ve2 (visera elite 2) and the ssg (scientific solutions group) are not relevant to this case.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the author b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.